Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). The sample initially resulted as 49.08 iu/l and this value was reported outside of the laboratory. The sample was repeated twice and resulted as < 7 iu/l each time. One of the repeat results was 1.25 iu/l, tested on 04/01/2015. The expected result for the patient was "negative". The patient was not adversely affected. The hcgb reagent lot number was 183183. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The patient has been confirmed to be exactly (B)(6).

Manufacturer narrative:
This event occurred in (B)(6). A patient age of (B)(6) years was also provided. A clarification has been requested.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Calibration and quality controls were within specification. There was no reagent issue evident. A temporary instrument issue could not be excluded. The issue may be related to pre-analytic sample handling.